Event description:
The end user suffered a finger fracture while attempting to open the chair.

Manufacturer narrative:
As reported by the employee health nurse at the facility, a staff member was in the process of opening the wheelchair. She inadvertently placed her fingers around the seat tubes, a finger got caught between the tube and the seat frame. A finger fracture resulted. She stated a similar incident occurred 2 yrs prior. This device was part of a field corrective action that took place in march of 2008. Our records indicate the notification was faxed back to us by the facility on jun 5, 2008. They did not send back a completed replacement form indicating they complied with replacing the upholstery back as instructed by the field corrective action. Upon notification of this incident, we questioned the facility but they did not know if they had complied with the field corrective action. The sample has not been returned for eval. No photos were sent. With the data provided, we have not been able to determine if the replacement upholstery had been installed as indicated by the field corrective action. Due to the reported injury, this medwatch is being filed.